Event description:
It was reported the patient committed suicide by a fire-arm the day prior. It was noted the patient saw their health care provider (hcp) the week prior and was told there was nothing else they could do for their pain.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3 487a-45, lot # j0120589v, implanted: (B)(6) 2001, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).